Manufacturer narrative:
Concomitant medical products: silverspeed 0.014 guidewire, marksman 0.027 microcatheter, solitaire stent retriever. (B)(4). Conclusion: the device was not returned for analysis. A review of the manufacturing documentation associated with this lot (s10933) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Continued total occlusion is a known potential complication associated with the use of the revive se. The root cause of the event could not be conclusively determined; however, procedural/patient factors may have contributed to the event. As per the IFU: ¿contraindications for this device include extreme vessel tortuosity or other conditions preventing the access of the device¿. The IFU also warns that ¿if the revive se device is unable to reach or cross the occlusion, the procedure should be terminated.¿ since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report. The revive se is not distributed in the u.s.; however, it is similar to the revive pv that is distributed in the u.s.

Event description:
As reported via the (B)(6) study, patient (B)(6) experienced no recanalization following 2 passes of the revive se (frs21452299/s10933). The patient had presented with clinical signs consistent with acute ischemic stroke and nihss of 20. MRI revealed right middle cerebral artery (m1) thrombus (size unk). Thrombectomy was the first choice of treatment. Prior to use of the revive, timi score was 1, and post revive se timi score remained 1. Following 2 passes with the solitaire stent retriever, and thromboaspiration with an aspiration catheter (arc 6f), tici score was 2a. At the time of the 24 hour follow-up, there were no reported adverse events. According to the investigator, the event of the failed recanalization was moderately severe, but not serious and possibly related to the device and possibly related to the procedure. It was reported that the event resolved the same day as the procedure.

Manufacturer narrative:
Additional information was received on 1/24/2017: the patient was a (B)(6) male who did not suffer any symptoms or worsening of symptoms due to the failure of the revive se recanalization failure. The revive se was used as per the instructions for use (IFU), and did not function differently than expected. The target vessel was not tortuous and the target lesion was not calcified. The event did not result in a clinically significant delay in the procedure. The length of the thrombus and factors that may have contributed to the recanalization failure could not be provided. This information does not change the baseline conclusion previously reported.